Event description:
It was initially reported that a physician's programming wand was not functioning properly. F/u with the physician's office revealed that the wand was not able to establish communication with various pts devices. The power light would be on but the data received light would not illuminate. The wand battery was checked and found to be sufficient. The connections were verified to be secure. The handheld was not plugged into the wall. Repositioning the wand did not resolve the issue. A replacement wand was sent to the physician and attempts to obtain the wand in question are currently being made.